Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, b5 section will be- the patient alleged of having cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contamination in the inlet port, which was likely of external origin and contamination inside the blower box. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found one instance of e-106. The manufacturer concludes there was evidence of contamination in the inlet port, which was likely of external origin and contamination inside the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.